Manufacturer narrative:
(B)(4). Device evaluation: the report of resistance during insertion of the needle and guide wire was confirmed. One guide wire/advancer assembly and several other components were returned. The introducer needle was not returned. Visual examination revealed the guide wire had kinks and kinks/offset coils located 2.5, 3, and 3.5 cm from j-tip. Microscopic examination confirmed that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/-4 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .801 mm, which met specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The returned guide wire was observed to have several kinks near the j-tip. However, the probable cause of this issue could not be determined since the introducer needle involved in the incident was not returned. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU during insertion of the needle and guide wire into the patient's right subclavian, resistance was met. As a result, user removed the needle and guide wire. At that time, a "defect" was found in a third of the guide wire. Both were replaced and the new ones used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.